Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead insulation was damaged when the guidewire extended through the end of the lead. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. The analysis indicated that the distal end/electrodes of the lead were extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that the guide wire was not returned with the lead. The tip seal is not sealed at the distal tip. A fresh attain guide wire was able to pass through the lead but at the distal tip, the tip seal did not reseal after removing the guide wire. The tip seal is torn. If information is provided in the future, a supplemental report will be issued.